Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance exhibited on the right atrial (ra) lead during isometric testing. The high impedance occurred in both unipolar and bipolar modes, and the physician determined that the lead was fractured. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.